Event description:
A report was received that the patient was complaining of the battery flipping in the pocket and pain at the ipg site. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was complaining of the battery flipping in the pocket and pain at the ipg site. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision. New extensions were implanted in the patient, but nothing was explanted. The patient is reportedly doing well following the procedure.